Event description:
Additional information received reported that the patient had persistent pain at the pump site. The patient reported pain at both the new and previous sites. The pain currently appeared ¿more superficial.¿ medications were administered; specifically a lidoderm patch was applied 2015-01-19.

Event description:
It was reported that the patient experienced pain at the pump site on (B)(6) 2013. It was noted that, on (B)(6) 2014, the pain at the pump site was indicated to have been secondary to weight loss. The event was noted to be related to device or therapy. No actions were taken and no diagnostic methods were performed. The outcome was reported as ongoing with no further action needed. The device system delivered fentanyl, bupivacaine, clonidine and baclofen. Further information was reported that the pump was repositioned from the abdomen to the right buttocks. It was also reported this was an ongoing event. No further information was provided. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a healthcare provider (hcp) via psr (product surveillance registry). Concomitant medication was oxycodone. Medical history was pain, thyroid cancer, chronic anxiety, depression, insomnia, and lung disease.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Additional information received from a physician via psr (product surveillance registry) reported the patient outcome as resolved without sequela as of (B)(6) 2015.

Event description:
Additional information received indicated that it was determined that the outcome was considered unresolved. Additionally, the pump had been repositioned from the abdomen to the right buttocks on (B)(6) 2014, not (B)(6) 2014 as previously reported.